Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted in a moderately calcified common femoral artery using perclose proglide devices. Reportedly, the devices were inserted into the vessel through a 6-french sized access site. During attempts to deploy the sutures of the first two proglides devices, needle-to-cuff misses occurred. When the needle plunger was removed, no suture was present on the needles. Two additional proglide devices were sequentially deployed 60-degrees opposite in orientation and set to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. After conclusion of the tavi procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly the common femoral artery was moderately calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed as the analysis of the device indicated that a posterior needle-to-cuff miss occurred as evidenced by the posterior cuff remaining in the posterior foot pocket. Although, the posterior needle tip had released from the shank as designed, the posterior needle tip did not engage with the posterior cuff and remained undisturbed, which is consistent with the posterior needle being deflected away from the posterior portion of the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.